Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2014 with the following findings: visual inspection did not reveal any cracks on the display screen; the initial complaint was not duplicated. Scratches were found on the display film, but only at the severity of a cosmetic issue. Unrelated to this complaint, the display screen was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was cracked. It was reported that there was no evidence of moisture or corrosion in the pump and the screens cannot be read/maneuver safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.